Event description:
Additional information indicated the patient was seen for further follow up. No additional episodes were noted and the post-paced threshold was reprogrammed. The patient is in stable condition and no consequences were identified. Related MFR number: 2938836-2017-35123.

Event description:
Further information was received indicating the device was reprogrammed but the oversensing continued. The patient is stable and will be seen for further evaluation. Additional information was requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was observed on the device. Reprogramming is anticipated and the patient was stable.